Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that prior to insertion, the t-handle was withdrawn from the intra-aortic balloon (iab) but the proximal side could not be removed. The surgeon did not noticed and inserted the iab with the t-handle still attached. They then noticed, removed the iab from the sheath, removed the retainer, and tried to insert it into the sheath again. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The t-handle was also returned separate from the iab with 2 out of 3 retainer tubes. The third retainer tube was not returned. No damage was observed on the returned iab catheter. The 2 retainer tubes were measured and found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a